Manufacturer narrative:
Per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the exact cause of the reported valve thrombosis event (article patient) cannot be confirmed; however, pharmacological factors or unreported patient co-morbidities may have contributed or put the patient at higher risk. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. Axel unbehaun, a. (2014). Transapical aortic valve implantation: predictors of survival up to 5 years in 730 patients. An update. European journal of cardio-thoracic surgery , 1-10.

Event description:
As reported in an article published by the european journal of cardio-thoracic surgery, during a 5 year follow up with patients who underwent transapical tavr, 2 patients who had a valve in valve procedure underwent a surgical valve replacement due to valve thrombosis.